Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2025.

Event description:
It was reported that the patient was unable to connect the remote control to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.